Manufacturer narrative:
Internal complaint reference (B)(4). The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed. No issues were noted. A foot pedal and battery were included. A functional evaluation was conducted. There was an oil leak at the bimba. The piston migration was at 2.2 inches. The complaint was confirmed and the root cause has been associated with a seal failure.  A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during the set up before the surgery the spider tenet was making loud screeching noises when activated, sounding as if something has broken internally. No patient injuries or delay reported. Smith and nephew back-up device was available to complete the surgery. Results of investigation have concluded that this unit had a leak which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.